Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was monitoring telemetry patients, and the monitor screen on this dual screen cns had failed and was being replaced. When they turned the unit on after to replacing the display, they were getting a screen control initialize error software registration is not completed error. Nihon kohden technical support (tech support) them try to boot using the back up drive, but they received the same error message. When examining the bios, they noted that both hard drives did show up as degraded. While they had the backup drive installed as the primary, nihon kohden technical support (tech support) walked the bme though the software registration tool on the desktop. When they clicked the software registration shortcut the windows desktop displayed an error stating that it could not locate the file. Then tech support walked them through manually finding the software registration tool's original file path my computer/c:/programfiles/ nihon kohden/cas/ pu-621ra/ pu-621.bat. Then they were able to launch the registration tool. Tech support provided the registration code and entered it, but when we tried launching the software we received the same error "screen control initialize error software registration is not completed". Tech support has them repeat the above steps of using the software registration tool but instead with the primary drive installed. As stated earlier both drives showed as degraded in the bios. The registration again did not work for the primary drive. They want to send the unit in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was monitoring telemetry patients, and the monitor screen on this dual screen cns had failed and was being replaced. When they turned the unit on after to replacing the display, they were getting a screen control initialize error software registration is not completed error. Nihon kohden technical support (tech support) them try to boot using the back up drive, but they received the same error message. When examining the bios, they noted that both hard drives did show up as degraded. While they had the backup drive installed as the primary, nihon kohden technical support (tech support) walked the bme though the software registration tool on the desktop. When they clicked the software registration shortcut the windows desktop displayed an error stating that it could not locate the file. Tech support did some troubleshooting with the customer but registration issue did resolve. They want to send the unit in for repair. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was monitoring telemetry patients and the monitor screen on this dual screen cns had failed and was being replaced. When they turned the unit on after to replacing the display, they were getting a screen control initialize error software registration is not completed error. Nihon kohden technical support (tech support) them try to boot using the back up drive, but they received the same error message. When examining the bios, they noted that both hard drives did show up as degraded. While they had the backup drive installed as the primary, nihon kohden technical support (tech support) walked the bme though the software registration tool on the desktop. When they clicked the software registration shortcut the windows desktop displayed an error stating that it could not locate the file. Tech support did some troubleshooting with the customer but registration issue did resolve. They want to send the unit in for repair. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2020, the customer at st. Vincent hospital reported the following issue with pu-621ra; sn-(B)(6) , from patient monitoring: cns displaying a "screen control initialize error software registration is not completed" error. When examining the bios, it was noted that both hard drives did show up as degraded. They want to send the unit in for repair. Service requested / performed: repair requested. On 01/13/2021, the unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). The model, serial number and all labels were verified. No physical damage was noticed. On rc evaluation, the reported problem was duplicated. The hard drives were found to be corrupted. On 01/29/2021, nka rc replaced both hard drives, #9000006111a, which resolved the issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on 02/01/2021. No issues have been reported since. Investigation conclusion: the possible cause for the reported issue is considered to be hard drive failure. In this incident, the device has been in use for seven and half years with no history of hdd replacement, and hard drive degradation is a high possibility. When hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). The overall risk of this event, taking into consideration of severity and probability, is "high."